Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic in backup vvi mode. It was determined that the device was past the elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to an error detected by the product code. The cause of the bvvi could not be determined. The device was tested on the bench and no other anomalies were noted.